Event description:
A user facility reported to olympus that 13 minutes after the start of a procedure, the error "e315" occurred and the monitor screen only showed a color bar. Upon reconnecting the scope, model ltv-vh, to the olympus, model clv-s190, visera elite xenon light source, the image was restored and the procedure continued. Forty minutes later into the procedure, the power supply of device model wn-np2 was turned off. Upon replacing the scope, model ltv-vh, with scope model ltf-s190-10, the error "e104" occurred. Despite the error e104, the procedure continued and was completed with no further problem reported. There was no patient injury, associated with the problem, reported to olympus. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility. The reported problem was confirmed. The evaluation found a scratch on the power cord coating of the olympus, model wn-np2, approximately 30 centimeters from the isolation transformer. In addition, a short circuit was confirmed in the power plug. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.